Manufacturer narrative:
The device was not returned for evaluation. The quality investigation is complete. The failure mode could not be confirmed as the product was not available for investigation. Based on the event description, it was reported that "the bur was being used to cut in an aggressive manner." The application of excessive force is a potential cause of breakage and the labelling states "do not use excessive force." Device not returned to the manufacturer.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device not returned to the manufacturer.

Event description:
It was reported that during a neuro/ent case the head of the bur broke off. It was also reported that the bur was being used to cut in an aggressive manner. Another bur was available to complete the procedure successfully. A procedural delay of 10 minutes was reported as a result. An x-ray was taken but nothing was found.

Event description:
It was reported that during a neuro/ent case the head of the bur broke off. Another bur was available to complete the procedure successfully. A procedural delay of 10 minutes was reported as a result. An x-ray was taken but nothing was found.